Event description:
It was reported that during a fixation procedure, when the sutures were tested after insertion into the bone, the eyelet fractured, releasing the sutures from the anchor. The proper surgical technique was used, and no additional complications were reported due to this malfunction. No further event information is available at the time of this report.